Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the patient's aortic dissection that lead to the patient's demise. If additional information is received a follow up medwatch report will be submitted to the FDA. This complaint is being reported due to the following conclusion: the patient experienced post-surgical complications after undergoing a da vinci mitral valve repair procedure and subsequently expired. However, based on the information provided by the surgeon, the patient's demise was unrelated to the da vinci surgical system, instruments and/or accessories. Review of the site's system logs for the reported procedure date found that no system errors were generated that would have caused or contributed to the injury sustained by the patient.

Event description:
It was reported that after completion of a da vinci mitral valve repair with maze procedure, when the surgeon went to clamp the patient, he observed that the patient had an aortic dissection. As a result the surgeon converted the procedure to an open sternotomy. Approximately 2 hours into the open procedure it was discovered that the patient's left ventricle was not functioning and an attempt was made to resuscitate the patient's left ventricle. Reportedly, the patient was subsequently transferred to the intensive care unit (ICU). Approximately 2 days later a CT scan performed on the patient showed that the patient had no brain activity and later that same day the patient expired. On (B)(4) 2014, intuitive surgical, inc. (Isi) followed up with the isi clinical sales representative (csr) who reported this complaint. According to the csr, she was present during the surgical procedure. Reportedly, the patient was never taken off bypass when the incident occurred. On (B)(4) 2014, the csr spoke to the surgeon who performed the surgical procedure. According to the surgeon, the patient's demise was unrelated to the da vinci surgical system, instruments and/or accessories, but was due to the aortic dissection. No other information was provided.